Event description:
It was reported that during the procedure for treatment of a 90% de novo lesion in the moderately tortuous, heavily calcified distal circumflex artery, pre-dilatation was performed. A 3.5x28 rx xience xpedition stent delivery system (sds) was advanced to the lesion without force but could not cross the lesion. The sds was withdrawn with resistance due to the anatomy and a stent strut was noted to be flared. Another 3.5x28 xience xpedition sds was used with a non-abbott guide catheter to treat the lesion successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hc; guide cath: launcher. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.